Event description:
Customer reported the alarm does not sound when the magnet pull cord is detached, yet the led light continues to flash green. The issue was discovered during set up, but date of the event is unknown. No patient incident or injury was reported.

Manufacturer narrative:
Results - evaluation of the returned product confirmed the reported issue. Unit does not sound when the pull magnet is taken off from the magnet mounting plate. Further invasive test shows that the unit has a defective speaker. Therefore, no further testing could be performed. The unit has no physical damage. (B)(4).